Event description:
It was reported that the patient had been cooling for about 40 hours in an arctic sun device. Met targeted temperature (tt) and was controlled at 7am, but now patient temperature (pt) was increased to 35.1c and water temperature (wt) not responding. They have been getting alert 113 reduced temperature control. Patient temperature (pt) was 35.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 27c, water flow rate (wfr) was 1.2 l/m. System diagnostics, outlet monitor temperature (t1) was 27.2c, outlet control temperature (t2) was 27.2c, inlet temperature (t3) was 27.2c, chiller temperature (t4) was 27.3c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 36 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 5054.7, pump hours were 4879.5. Advised chiller needs to be evaluated on device. Send to biomed labeled 113 and swap out to alternate device. Walked through adjusting device cool time on new setup sn #(B)(6).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been cooling for about 40 hours in an arctic sun device. Met targeted temperature (tt) and was controlled at 7am, but now patient temperature (pt) was increased to 35.1c and water temperature (wt) not responding. They have been getting alert 113 reduced temperature control. Patient temperature (pt) was 35.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 27c, water flow rate (wfr) was 1.2 l/m. System diagnostics, outlet monitor temperature (t1) was 27.2c, outlet control temperature (t2) was 27.2c, inlet temperature (t3) was 27.2c, chiller temperature (t4) was 27.3c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 36 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 5054.7, pump hours were 4879.5. Advised chiller needs to be evaluated on device. Send to biomed labeled 113 and swap out to alternate device. Walked through adjusting device cool time on new setup sn #(B)(6).

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The instructions-for-use under baw2800261 rev. 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been cooling for about 40 hours in an arctic sun device. Met targeted temperature (tt) and was controlled at 7am, but now patient temperature (pt) was increased to 35.1c and water temperature (wt) not responding. They have been getting alert 113 reduced temperature control. Patient temperature (pt) was 35.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 27c, water flow rate (wfr) was 1.2 l/m. System diagnostics, outlet monitor temperature (t1) was 27.2c, outlet control temperature (t2) was 27.2c, inlet temperature (t3) was 27.2c, chiller temperature (t4) was 27.3c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 36 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 5054.7, pump hours were 4879.5. Advised chiller needs to be evaluated on device. Send to biomed labeled 113 and swap out to alternate device. Walked through adjusting device cool time on new setup sn #(B)(6).